Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-116- strip contamination that shorts assay/glucose electrodes. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred when the test strip was inserted. The customer was not testing with a used test strip. The test strip vial was not left open and test strips were not removed from the original container. The customer's expected blood glucose test result range was undisclosed. At the time of the call the customer was not feeling well and had diabetic symptoms; the customer did not provide details on what the symptoms were. The customer denied the need for medical attention at the time of the call. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date was undisclosed. The customer did not have another vial of test strips. The meter memory was not reviewed for previous test result history.